Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare would not close. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; handle cannula bent.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the investigation result of handle cannula detached. Investigation results: visual evaluation of the returned device found that the handle cannula detached and slightly bent. Evidence marks of handle assembly process were present on the handle cannula. Functional testing could not be performed due to the handle cannula detachment. The complaint was confirmed, the handle cannula was detached; this condition does not allow the device to be actuated. The most probable root cause of this event is design. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.